Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the clinic noted the patient to be hyponatremic as well as ascites on abdominal ultrasound. Patient also gained weight and noted swelling both legs and problems sleeping. Admitted to hospital and treated with oxygen and lasix. Developed renal failure secondary to poor perfusion of kidneys. Patient did not improve, continued to deteriorate, and died with primary cause of death noted to be congestive heart failure. It was further reported the relatedness of the death to the leads was unknown and the death to the device was not related.